Manufacturer narrative:
The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported the surgical light handle covers were covered with a fine particulate material of unknown composition.the particulate material was identified prior to use in a patient procedure and was not introduced into the or. No adverse events were reported. Reference medwatch (B)(4).

Manufacturer narrative:
The user facility identified the reported particulate prior to introducing the light handle cover into the operating room. The user facility quarantined the product. Steris requested samples of the product back for evaluation and analysis to identify the particulate. Steris visually inspected the sample provided by the customer and could not identify the reported particulate. A microscopic examination was then conducted to further inspect the light handle covers, however the samples did not exhibit any significant variance from other light handle covers; the reported particulate was not present. A review of steris montgomery's complaint history over the past three years evidences no similar events.